Event description:
The pt contacted animas alleging that the pump was having difficulty responding to keypad button presses. The pt specifically mentioned that it would take several ok button and arrow button presses before the pump would respond. The pt mentioned that the device is exposed to water regularly.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently unresponsive to all keypad button presses. The keypad was removed and adhesive/contamination was observed under the up and down arrow button contacts. In addition, the keypad was found to be torn near the ok button.